Event description:
Per the surgeon, the pt's implant began to extrude and was explanted. No sign of infection was noted. The explanted device cannot be located by the surgeon or the or. The surgeon stated that the pt is elderly and not the best surgical risk. Reimplantation surgery was done on 6/17/97. The surgeon stated that the surgical wound looked well healed on 7/2/97. The registration form for this pt's first implant has not been rec'd. Therefore, the date of the initial surgery and the pt's date of birth was unk until the reimplant registration form was rec'd.